Event description:
It was reported that the patients ipg was not holding a charge and was experiencing inadequate stimulation. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred four months ago from the date manufacturer became aware of the event.